Event description:
A (B)(6) female pt contacted zoll customer support to report constant gong alarms. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (gong alarms) has been conformed. Upon eval, the +5v line in the trunk cable was open near the trunk cable connector. The cause of the gong alarms is intermittent channel distortion. The cause of the intermittent channel distortion is the open +5v line. The root cause of the open +5v line cannot be positively identified but is likely excessive force on the trunk cable. No adverse event resulted from the damaged electrode belt wire. The pt received a replacement electrode belt.